Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there were volume issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batch 0044625: during covid-19 vaccination, vials that should have 10 doses presentedonly 9 doses.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Eighteen retention samples from the same lot were evaluated, no defects or issues observed. Volumetric testing was performed, results were within specification. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there were volume issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batch 0044625: - during covid-19 vaccination, vials that should have 10 doses presentedonly 9 doses.